Event description:
A customer reported to baxter (B)(4) of an interlink continu-flo set, in which when an unknown secondary set was hung; the primary solution bag was lowered and hung on the hanger, medication administration started and regulated on the pump. The medication backed up into the primary bag. At first the pump was thought to be the cause of the backflow, however, the customer changed the pump, and kept the same tubing, with no difference; therefore, the alleged deficiency was against the set. The process step was during patient use; however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.